Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Insulin pump had minor scratched display window and cracked reservoir tube lip. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus delivery. The customer heard a funny noise when she was bolusing. The customer has dropped the insulin pump. Customer's blood glucose level was 228 mg/dl. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.